Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was deceased and there were no allegations that the implanted system was related to the patient's death. The right ventricular (rv) and right atrial (ra) leads were returned, analyzed, and tested out of specification. The cause of death has been requested and not received.